Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 30 mg/dl. Customer stated that she has been experiencing low blood glucose since she has been on the insulin pump. Customer stated that she had adjusted her basal rates. Nothing further was reported.